Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part number:314.467, synthes lot number: 6204386, supplier lot number: n/a, release to warehouse date: january 13, 2010, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the stardrive screwdriver shaft t8 105mm (part #: 314.467, lot #: 6204386) was received at us customer quality (cq). Upon visual inspection, it was observed that the tip threads of the device were twisted. No other issues were identified with the returned components of the device. The twisted threads observed in the visual inspection are an end of life indicator for the device. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as tip threads of the device were twisted. After a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Correction: g1: manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwq and nkg. Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a stardrive screwdriver shaft t8 105mm was discovered to be twisted in the sterile processing department (spd). There was no patient involvement. This report involves one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).